Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed. A 20mm watchman flx pro closure device was implanted after meeting release criteria at time of release. Post core-wire release, the closure device shifted from flush position to 50% circumferential proximal position, however the compression and seal were still acceptable. Closure device is still in place confirmed by follow up chest xray. There were no patient complications. No intervention planned at this time other than monitor.